Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited a possible undersensed beat during a high rate non-sustained episodes episode that may have marked the episode as terminated while still in progress thus delaying therapy. Additionally, it was reported a shock delivered by the implantable cardioverter defibrillator (ICD) for an episode of ventricular fibrillation (vf) may have induced atrial fibrillation (af). A second shock delivered may have been for af with rapid ventricular response. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.